Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the basal history matched the active basal program settings. The basal delivery totals in total daily dose did not match the active basal program total. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-oct-2018 with the following findings: a review of the black box showed the time/date reset to default. The user incorrectly set the time and continued deliveries. The time/date reset to default again due to a component failure. The user reset the time. The time/date reset to default after the power interruption was duplicated during investigation due to a component failure. The total daily dose was inaccurate due to incorrect am pm settings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.